Event description:
Information was received from a patient who was receiving unknown morphine drug (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that they heard the pump beeping last night and today. The patient mentioned that they went to have the pump refilled two weeks ago and they had to go in and reposition the pump as if they were putting a new one in, but they just repositioned the one that was in there two weeks prior. When they went back to have it refilled, they had broke out and there were little red bumps everywhere. The patient went back this past wednesday and there was a lot of fluid built up on the top and around the pump. The physician said that going through that fluid could put an infection into the pump. The patient stated that they turned it down as low as they could and put her on medicine by mouth. The patient service reviewed critical alarm and non-critical alarm then recommend patient consult with a healthcare provider (hcp) ¿ofc¿ for the next steps. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.